Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), loss of libido ("disappearance of her libido"), abdominal pain ("chronic inter-cycle abdominal pain") and dysmenorrhoea ("secondary dysmenorrhoea"). The patient was treated with surgery (essure removal by sub-total hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, loss of libido, abdominal pain and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, dysmenorrhoea, loss of libido, menorrhagia and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kgs. Amendment: the report was amended for the following reason: nullification: this report was detected to be a duplicate to record # (B)(4) to which all information was transferred then this record # (B)(4) will be deleted in bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), loss of libido ("disappearance of her libido"), abdominal pain ("chronic inter-cycle abdominal pain") and dysmenorrhoea ("secondary dysmenorrhoea"). The patient was treated with surgery (essure removal by sub-total hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, loss of libido, abdominal pain and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, dysmenorrhoea, loss of libido, menorrhagia and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.